Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a seizure due to low blood sugar. Patient's husband treated the patient with candy and soda. At time of contact, patient still is experiencing low blood sugar, but no seizure. No glucose values were provided. There was no alleged device malfunction. At the time of contact, patient was experiencing still low blood sugar, but no seizure. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.